Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.